Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted because of erosion of the pocket. The replacement was a non-boston scientific product. This product has been returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted because of erosion of the pocket. The replacement was a non-boston scientific product. This product has been returned to boston scientific for further analysis. No additional adverse patient effects were reported.